Event description:
An electronic report has been received involving an incident that occurred to a peritoneal dialysis pt. The pt reported that while hooked up for treatment, she noticed that she had become wet. The leak occurred at the blue pin area of where she was connected. The pt reported this incident to her clinic. The pt received one dose of vancomycin as a prophylactic measure. The pt has had no further ill effect related to this incident and is able to continue peritoneal dialysis as ordered. There is no sample to evaluate.